Event description:
It was reported that pump's usb port was damaged and the battery could not be charged with multiple cords and power sources. There was no impact to the customer's blood glucose level.